Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during insertion of 14f sheath, blood was reported leaking from the introducer after the dilator was removed. A new introducer was used and the impella was inserted without issue. There was no adverse impact to the patient. No additional information is available.

Manufacturer narrative:
One 14f abiomed introducer sheath was returned from the customer with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. According to the event description summary, blood leaked from the introducer after the dilator was removed. During the decontamination process, the sheath leaked immediately from the sheath shaft directly under the hub when water was flushed through the sideport tubing assembly with a syringe. When viewed under a 10x microscope, a kink and two 2-3mm cracks were found on the score lines of the sheath shaft directly under the hub. Returned device analysis revealed the sheath was within manufacturing specifications. A kink and two 2-3mm cracks were found on the score lines of the sheath shaft directly under the hub which caused the sheath to leak when being used with an impella pump. Although the exact cause is unknown, it is possible that resistance was encountered while in use which bent the sheath directly under the hub causing the sheath to crack and eventually leak. The sheaths are inspected by qa for cracks and damage and are also leak tested in-process 100%. Since the lot number is unknown, the DHR cannot be reviewed to see if there's any related issues or anomalies. Per procedure adelante s2s introducer sheath in-process and final inspection: final assembly. Inspect 100% for following steps. Visual inspection: - with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Foreign matter (fm)/fiber is limited to 2 particles < 0.10 mm2 or 1 particle < 0.2 mm2. - with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. - verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive. Vacuum leak test. Perform pressure and vacuum leak test per procedure , latest revision. Per IFU: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.